Manufacturer narrative:
Block b3: exact date unknown, event occurred several years ago from the date the manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-linear leads , upn: m365sc2218700 , model: sc-2218-70, serial: (B)(6), batch: 239909/230965.

Event description:
It was reported that the patient experienced loss of stimulation and the battery was completely depleted. All components were explanted and discarded per hospital policy.